Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's dad reported that his son was hospitalized for high blood glucose and diabetes ketoacidosis. Customer's blood glucose at the time of admission was 375 mg/dl. Customer was treated with manual injections. The date of hospitalization was (B)(6) 2014. Troubleshooting did not find any malfunction with the insulin pump. No additional information is provided.